Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They called back to report they had ongoing therapy issues. The patient stated they had major issues with their bladder even though they knew the interstim was on and functioning because they could feel it. The patient stated they had been wet for the last 3 weeks and they could not make it from their chair to the bathroom. The patient stated they had an appointment scheduled with their managing healthcare provider (hcp) tomorrow but the patient stated their doctor also wanted them to call and check in with the manufacturer first. The patient was instructed how to sync with their ins and they confirmed therapy was on. The patient was instructed how to change from p3 to p4 and adjusted amplitude to a comfortable level. Ins battery longevity expectations were reviewed with the patient, per their request.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by the patient that they had a bad fall on (B)(6) 2019 and that since then they had started to notice changes at the ins site and that now there was a lot of movements and the ins would flip around. The patient did mention to the health care physician (hcp) that they had had a fall however they haven¿t had the device checked yet. The patient also reported a gradual loss of symptom control since mid to late october after their fall. The patient reported that now they had no symptom control. The patient stated that they had not made any adjustments as they did have the instructions on how to use the patient programmer and when they had called the hcp office they were redirected to contact the manufacturer company. The patient requested that the information be e-mailed to them. Patient services e-mailed the patient programmer quick reference guide to the patient. Basic functionality was reviewed with the patient over the call and when the patient was able to connect it was determined that the stimulation had been off. The patient stated they did not recall turning stimulation off. The patient was then able to turn the stimulation on. Patient services then reviewed general programming guidance and the patient was going to monitor their symptoms for at least a day and noted if they didn¿t experience any improvement that they would make adjustments and continue that way, if needed, they would switch to a different group. Patient services redirected the patient to contact their hcp office to schedule a device check and medical assessment if they didn¿t experience any improvement in symptom control after working with each program. There were no further complications reported.